Manufacturer narrative:
This case was found to be a duplicate of case 2016-093610 and will be marked for deletion from bayer database.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 17-may-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Information was received from a news site. The consumer developed a cervical ectopic pregnancy and had to get a drug induced abortion due to how dangerous the pregnancy was to her and the baby. She also reported other issues including menstrual bleeding and severe pain. Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events or lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a cervical ectopic pregnancy. She underwent a drug induced abortion. This event is serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, limited information was provided. The exact interval between essure insertion and the pregnancy was not reported. It was not mentioned whether a confirmation test was performed. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events or lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Further information cannot be obtained since patient contact information is not available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs